Event description:
The customer reported that the vertical lift was not working. No patient was involved.

Manufacturer narrative:
The ge service rep replaced the power supply. No patient injuries were reported.